Manufacturer narrative:
Device not returned for evaluation.

Event description:
The patient underwent an artificial urinary sphincter (aus) revision surgery due to movement of the patient's balloon. This occurred due to sport playing which pushed the balloon in to a far more superficial position. As a result, the only requirement of the procedure was to make a new space for the balloon and not replace any parts, only the accessory kit was used. It was confirmed that the device was functional and in the correct position post surgery. Should additional information be received a supplemental report will be submitted.